Event description:
Intermittently, when doing 3d reconstructions, or reviewing regular images, on this advantage workstation with image data from a ge lightspeed CT, the scale overlay on the image and the pixel size info in the dicom header is not corrected for the zoom factor of the image. Consequently, when these images are sent to other devices or a pacs and measureaments are then performed on these images the obtained values are erroneous and are off by the zoom factor of the 3d image. No injury was reported.